Manufacturer narrative:
Concomitant products: 5076-52, lead, implanted: (B)(6) 2008; 694265, lead, implanted: (B)(6) 1999.

Event description:
It was reported that a lead integrity alert (lia) triggered for low impedance on the left ventricular (lv). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.